Event description:
It was reported the interface from the ECG (electrocardiogram) slave cable and the programmer appears to be broken. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Connector terminal is broken on a printed circuit board assembly.